Event description:
It was reported the customer was hospitalized for low blood glucose. The customer experienced high sugar levels and gave herself a bolus of 10 units. Troubleshooting was performed and the programming in the insulin pump was fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.